Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6) 2012. According to the complainant, after advancing the resolution clip device to the target tissue of the colon wall, the clip assembly was locked and deployed, but it failed to release from the delivery catheter. The physician was able to separate the clip by manipulating the device and moving the scope from side to side, however, once the clip detached, it fell from the mucosa and into the patient. The procedure was completed using a second resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being stable.

Manufacturer narrative:
(B)(4) for the reported event of clip difficult to release from catheter. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.